Manufacturer narrative:
The blade returned was evaluated by the mechanical design engineer. Hardness was inspected on the returned sample and is reported to be within specification.from the analysis carried out, it would suggest the blade was used in an aggressive manor, and most probably cutting against obstructing objects in the surgical site as well as overload bending conditions experienced with off axis cutting.the instructions for use (IFU) for the ezout acetabular cup removal system ((B)(4)) include warnings under the section to operate the handpiece that outline the user is not to apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment. The IFU also contains a warning to always keep the device in line with the implanted cup axis and engaged with the plug while cutting.

Event description:
It was reported that during a hip revision surgery, the blade broke in half. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a hip revision surgery, the blade broke in half. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.